Event description:
On (B)(6)2010, the pt called and reported that she had a breast biopsy and had 2 inch strips placed vertically and she developed blisters under the strips and the strips removed skin when they were removed. She reported that following the breast biopsy, she experienced hot, very painful swelling the size of the palm of her hand. The pt claims insists it's an allergic reaction to latex. The pt claims to have latex allergy. The nurse was contacted and she reported that the doctor didn't think it was an infection two days post op but prescribed an antibiotic and oral benadryl to prophylactically cover either an infection or inflammation. The nurse reported on (B)(6) that the redness was improving.

Manufacturer narrative:
Conclusion: the device was not returned to 3m for eval, therefore, no eval or conclusion can be drawn. Product labeling states the expected adverse events with product use in the warning section shown below: warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.